Manufacturer narrative:
The suspect device was not returned for evaluation. A photo of fluoroscopy imaging coincides with the reported issue. It was noted that the expiration date of this lot is 02-jan-2026 and the case indicated the incident occurrence date of (B)(6) 2026. The exact root cause of the failure is unknown. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
Account report that during treatment of an endoleak in a stent-graft, the black tip of the impress catheter detached. The operator handled the impress carefully in this case and did not perform any excessive manipulation. He also reported that the impress did not get caught on the stent graft or otherwise exert excessive pressure. The tip was retrieved with a cut-down and a 14fr cook check-flo. It was found that the complaint product had passed its expiration date.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.